Event description:
It was reported to boston scientific corporation in 2008, that a rx pre-curved ercp cannula was used during a procedure performed four days prior. According to the complainant, after completing a sphincterotomy and stone removal procedure, foreign material was noted during a CT scan at the left hepatic duct (b3). Reportedly, the physician reviewed the cannula device under CT and noticed that the radiopaque (ro) marker was missing and that the distal end was cracked. There were no pt complications reported as a result of this event. It was further reported that the physician elected to leave the ro marker inside the pt; however, the pt was administered medicine to accelerate excretion of bile to facilitate natural passage.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.